Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. Baxter's device evaluation found the device to under deliver by approximately 13% when the device was delivering at a rate of 800 and 999ml/hr during flow rate testing. The evaluation has determined that the over delivery was caused by an under travel of lower valve and upper finger travel. The device was recalibrated.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the chemotherapy care area. The customer reported that the pump was administering chemotherapy (taxol) at 310ml/hr and after one hour only a quarter of the therapy had been delivered. It was also reported there was no patient injury.